Event description:
It was reported that air leakage was felt near the stoma site, between the inner and outer cannulae with one (1) size 8 cfn, cuffless fenestrated tracheostomy tube. One (1) pt was involved and no injury occurred. The 8cfn device was returned to the manufacturer and submitted to the lab for decontamination, analysis and investigation.